Event description:
Boston scientific received information that noise on a competitor right ventricular lead was oversensed by this device resulting in pacing inhibition of 3 seconds for this pacer dependent patient. A procedure was performed to replace the competitor lead with a new boston scientific right ventricular lead, which is now being used with this chronic device. No patient symptoms or adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.